Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty deploying the plunger include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). The instructions for use (IFU) deviation of pushing the plunger against resistance did not contribute to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - against resistance the additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique via a 8f sheath hole prior to a pulsed field ablation (pfa) procedure. One proglide was successfully placed. While placing a second proglide, the plunger was unable to fully advance. After multiple attempts to advance the plunger, the device was removed and it was observed a cuff miss occurred. A third proglide was used but the plunger on this device was also unable to fully advance. Additional force was applied and the plunger was successfully advanced. The suture was successfully pre-placed. The sheath was upsized to 14f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.